Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The technical application specialist (tas) was on-site running a pressure test when they noticed liquid in front of the alinity m instrument (beyond the footprint of the instrument). There were no injuries or exposures. Standard personal protective equipment (ppe) was worn. The field service engineer (fse) performed a clean-up/investigation and determined it was a lysis or vapor barrier leak. The cradle to transfer tubing was replaced.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performedi nvestigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
B2 corrected and removed checkbox for "hospitalization". Checkbox inadvertently checked and does not imply for this reported event.